Event description:
The reason for call was for probably a month or two the pts ins battery was running down in charge faster. They use to only charge the ins once every 2 or 3 days but now the ins battery would not last a full day in charge. Pt would turn their ins off at night and then turn it back on in the morning, by midday the ins battery would be at 30% charge. The pt had not changed therapy settings and had it on the same program for 2 years. The patient was redirected to their healthcare provider to further address the issue. Pt mentioned they had a whole new set of wires and implant battery put in them in (B)(6) 2019.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.